Manufacturer narrative:
The t:slim user guide states that if you begin to change a cartridge, but do not complete the process within 3 minutes, the change cartridge alert occurs. You are prompted to complete the cartridge change process. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to change out the cartridge and received an alert 13. The customer blood glucose level was 247 mg/dl at the time of the reported event which was addressed with a bolus with the pump. Tandem technical services educated on the meaning of the incomplete change alert and customer acknowledged.